Event description:
The pt's parent reported intermittent responsiveness to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was performed on 10/8/98. The health care professional has been informed that the explanted device should be returned to cochlear corp.